Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaint of insulation anomaly was confirmed. Examination found overtorquing of the inner coil, outer insulation and outer coil damages. The damage found was sustained during the surgical procedure. The lead was otherwise normal, (B)(4).

Event description:
It was reported that the atrial lead dislodged, during repositioning the insulation was damaged. There was insulation anomaly. The lead was removed and replaced.